Manufacturer narrative:
A review the device history record was performed and no similar concerns were found. A review of returned product from the customer was performed. Visual inspection of the complaint device confirmed that the catheter tubing was detached from the hub. The hub with the strain relief was returned; however, the catheter tubing was not returned for evaluation. Without the catheter tubing, it is difficult to determine if the tubing became disconnected due to excess force during use or if the catheter tubing disconnected due to a manufacturing assembly. Therefore, a definite root cause cannot be established with confidence. During assembly, these catheters are 100% leak tested, 100% visually inspected, and a sample size of the lot undergoes a hub/tubing pull test.

Manufacturer narrative:
The investigation is ongoing and a follow up report will be submitted once the evaluation is complete.

Event description:
Patient has had an arterial line inserted in to the left radial artery on (B)(6) 2019. On (B)(6) 2019 patient's arm needed a dressing change. When the nurse was about to do the dressing change she noticed the arterial line had only about 1cm of cannula left and was hanging by the tape. Doctor was notified and was able to use the sonosite to confirm part of the catheter was remaining in the patient¿s artery. Doctor stated ir needed to see the patient to remove the remaining cannula from her arm. On (B)(6) 2019 artline placed in operating room. Broke off in similar location to previous one in the ICU. Previous artline was placed in the operating room.